Event description:
The reporter stated that a siphoning event had taken place during planned maintenance service. It was stated that a 50/60ml bd platipak syringe was loaded as per instructional manual. The syringe plunger became detached from its holder during testing causing siphoning event. No injury or treatment was associated with this event. The reporter stated this occurred during testing of a range of pumps. It was not reported if the event occurred on only one pump or more than one. It was not reported which serial number pump was involved.